Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of difficult/ unable to insert cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6), a 56-year-old male patient presented with an acute myocardial infarction and cardiogenic shock and underwent placement of an impella cp mechanical circulatory support device. During the procedure, the original vascular access was lost while using the impella sheath kit, and a second device was required for successful placement. There does not appear to have been any harm to the patient as a result of the event; however, the patient did experience a delay in treatment due to the loss of the original access.